Event description:
It was reported that the intraocular lens haptic broke either during or after initial implantation. The lens was reportedly removed and replaced. The serial number of the lens and the second surgery date are unknown. Attempts to obtain this additional information have to date been unsuccessful.

Manufacturer narrative:
(B)(4). The lens was reportedly removed and replaced. Repeated attempts to obtain definitive identifiers and surgery information have to date been unsuccessful. The manufacturer will continue in their attempt to obtain this information.